Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the patient's status but this information was not available per the facility. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced consistent hiccups. The patient was given bromazepan to help with sleeping. The physician believes that the phrenic nerve may have been affected during the procedure. The issue is considered on going. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.